Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose was 100, 370, 343, 379 mg/dl. The customer was treated with the insulin pump. The customer reported that there was moisture inside of insulin pump when taking the reservoir out. The troubleshooting was declined for the high blood glucose and not performed for motor error. The insulin pump will not be returned for analysis.